Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event. Further review indicated the event was reported in error. There were no allegations of abnormal battery depletion or the depletion was premature.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that they have had a number of falls and have had a lot of bruises as a result. The patient stated that the falling began when they got a "yellow warning screen on the controller" that indicated the ins battery was low. The patient confirmed that the event occurred this year prior to (B)(6) 2023, but the month the event occurred was not confirmed. The patient alleged that the reason they were unstable and falling was due to the ins battery level being low, and they think that "something must have disturbed that part of the brain that the dbs goes to." Agent reviewed that the therapy remains on even if the ins battery gets low. The patient was told that the instability and falling would stop once the ins battery was replaced with a new one. However, the patient stated that they continued to have instability and falling after was implanted. The patient stated that they are sort of stuck in a long term care environment because of their instability. The patient was redirected to their managing healthcare provider (hcp) to address their concerns.

Manufacturer narrative:
Continuation of d10: product ID: 37602, lot#serial#: (B)(6), implanted: on (B)(6) 2023, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.